Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that recharger was stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they were charging the implantable neurostimulator (ins) last night. Patient stated he was having issues getting the recharger to connect. Patient stated he kept trying and he finally got connected and was charging for about a minute and it clicked and patient had to read just it patient stated after 3 or 4 readjustments they got it started again and all of a sudden recharger telemetry module (rtm) paddle got so hot on his back that they had to pull it off. Patient verified they did not get any burns or marks on the skin. The issue was not resolved. An email was sent to the repair department to replace the recharger cord.